Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor relay. No further tests could be performed due to motor error alarm. The motor was tested outside the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 230 mg/dl. The customer reported a motor error alarm from the insulin pump. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).